Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Blood glucose was unknown. Customer reported that insulin pump turned off suddenly during basal delivery. Customer reported that she has tried to replace multiple times the battery (is using new aa duracell not expired batteries) and has already tried from different lots but the issue persists. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test or verify unexpected off no power anomaly due to blank flashing white lcd. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.